Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include a damaged connector receptacle or other electrical component failure. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a rotator cuff repair, the image went down, causing a loss of visualization while the instruments were inside the patient. The procedure was completed with the same device with no delay or patient injuries.